Event description:
A hosp nurse reported that an image flickered before it was totally lost during a procedure. The procedure was completed with a second instrument and there were no complications associated with the occurrence.